Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 - trace cataract was observed. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -8.5/2.0/84 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting, the lens was repositioned on (B)(6) 2023 but this did not resolve the problem. On (B)(6) 2023 the lens was explanted and on this same date replaced with a longer length lens which resolved the problem. The cause of the event was reported as unknown.